Event description:
Is the customer canadian? ¿ no. 1) caller reported a malfunction on the pump. 2) did any notable events occur prior to the malfunction? ¿ no. 4) did the issue cause the customer¿s bg to exceed 500 mg/dl (27.7 mmol/l)? ¿ no. 14) which malfunction code is displayed? ¿ malf 3 35) is fault ID available? ¿ yes, 0x209536). Is the malfunction code resettable? - no. Resolution ¿ cts to replace pump.